Event description:
It was reported during the implant procedure that the lead was not used as the lobes were damaged at implant. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent.